Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 212-307 mg/dl. The customer performed a fill tubing to confirm insulin drips were seen coming out of the tubing. The customer cleared the alarm and was able to resume insulin delivery.